Event description:
It was reported that the customer had to maneuver the cable to get plugged into the charging port to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.